Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s assistant manager (am). The am stated the blood leak occurred immediately at the initiation of hd treatment. The blood leak was internal, and it was confirmed to be visually observed. The nurse operating the machine saw it happen as soon as blood hit the dialyzer and immediately stopped the blood pump. The machine, a fresenius 2008t machine, did not alarm. However, this was reportedly because blood had not yet reached the blood leak detector. A blood leak test strip was not used. The am said the nurse who witnessed the leak was new, and they were not fully aware of the facility¿s standard operating procedures. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After stopping the blood pump, the nurse returned blood from the arterial side of the circuit (pre-dialyzer). The nurse documented an estimated blood loss (ebl) of 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The other machine was removed from service to be disinfected and further evaluated. The machine was verified to be working correctly by the facility¿s biomedical technician and was returned to service. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s assistant manager (am). The am stated the blood leak occurred immediately at the initiation of hd treatment. The blood leak was internal, and it was confirmed to be visually observed. The nurse operating the machine saw it happen as soon as blood hit the dialyzer and immediately stopped the blood pump. The machine, a fresenius 2008t machine, did not alarm. However, this was reportedly because blood had not yet reached the blood leak detector. A blood leak test strip was not used. The am said the nurse who witnessed the leak was new, and they were not fully aware of the facility¿s standard operating procedures. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After stopping the blood pump, the nurse returned blood from the arterial side of the circuit (pre-dialyzer). The nurse documented an estimated blood loss (ebl) of 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The other machine was removed from service to be disinfected and further evaluated. The machine was verified to be working correctly by the facility¿s biomedical technician and was returned to service. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.